Event description:
The customer reported experiencing low blood glucose. The caller stated that the insulin pump was downloaded and found a bolus of 6.0 units, but she did not program. The caller stated that her blood glucose dropped to 53mg/dl and then to 47mg/dl. The customer stated that the insulin pump is over-delivering insulin. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and two motor error alarms. The programming showed that easy bolus feature was off. Assisted the customer to run the displacement and self test and they passed. Advised to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Several boluses were programmed and delivered properly. The motor was tested outside the device and passed. The unit was received with cracked reservoir tube, cracked belt clip slot, and scratched display window.